Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument malfunctioned. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was noted to have recognition issues; a backup instrument of the same kind was used. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Manual articulation was performed with no issue detected. Failure analysis could not verify the customer reported event. The instrument was found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument failed the electrical continuity test. The probable root cause of the broken conductor wire at the yaw pulley location is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.